Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" error message while wearing the adc freestyle libre sensor. The customer further reported ¿feeling sick and nauseous¿ and was unable to self-treat. The customer had contact with a healthcare provider who obtained an unspecified blood glucose reading and diagnosed the customer with hypoglycemia. Hcp treated the customer with insulin (dose unknown) and serum. Note, the treatment of insulin is inconsistent with the customer¿s diagnosis. There was no report of death or permanent impairment associated with this event.